Manufacturer narrative:
The customer observed a falsely elevated patient result while using the architect ca 19-9xr reagent lot 73034m800. A review of the ticket for lot 73034m800 did not identify an increase in complaints and no trends for the reported issue. Accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 73034m800 and all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency of the architect ca19-9, lot 73034m800, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6) 2017 = 20.69 / (B)(6) 2017 = 225885.44u/ml; sample was re-spun and retested with repeat being >200,000u/ml / (B)(6) 2017 = 18.59. There was no reported impact to patient management. There was no additional patient information provided.